Event description:
St. Jude riata lead recall. Patient had one of the riata recalled leads. There was evidence of mechanical breakdown of the insulation with externalization of the high voltage conductors.